Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that: there was a yellowish substance. Verbatim: in special procedures: item number 50-9000b-pentoneal pleurx catheter kit (carefusion) was opened to prep for pleurx placement procedure. When product was opened, there was a yellowish substance on the end of the connecting tube that connects to the pleurx catheter. This kit was removed from the sterile field and sterile field was re-prepped and a new pleurx kit was opened. The same yellowish substance was in the same place, but on a newly opened package. This product was also discarded. A third item was opened on a sterile environment that was set up away from the large sterile tray. This pleurx kit did not have the yellowish substance.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that: there was a yellowish substance. Verbatim: describe the event or problem. In special procedures: item number 50-9000b-pentoneal pleurx catheter kit (carefusion) was opened to prep for pleurx placement procedure. When product was opened, there was a yellowish substance on the end of the connecting tube that connects to the pleurx catheter. This kit was removed from the sterile field and sterile field was re-prepped and a new pleurx kit was opened. The same yellowish substance was in the same place, but on a newly opened package. This product was also discarded. A third item was opened on a sterile environment that was set up away from the large sterile tray. This pleurx kit did not have the yellowish substance.

Event description:
It was reported that : there was a yellowish substance describe the event or problem. In special procedures: item number 50-9000b-pentoneal pleurx catheter kit (carefusion) was opened to prep for pleurx placement procedure. When product was opened, there was a yellowish substance on the end of the connecting tube that connects to the pleurx catheter. This kit was removed from the sterile field and sterile field was re-prepped and a new pleurx kit was opened. The same yellowish substance was in the same place, but on a newly opened package. This product was also discarded. A third item was opened on a sterile environment that was set up away from the large sterile tray. This pleurx kit did not have the yellowish substance. I have both connecting tubes from the kits m the office. The company for this pleurx catheter kit is being notified.

Manufacturer narrative:
Pr 4013315 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001423488 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.